Event description:
Caregiver called today to report that yesterday patient had bleeding/oozing coming from skin underneath g-tube bumper. Patient/caregiver were at an appointment and staff noticed pt was bleeding through his shirt. They were able to get in to see patient's provider, who has been seeing patient for years as well. States that the bumper has the "bumps" on the bottom, where previously the tube had flat bumpers which is the cause of patient's skin breakdown. Provider pulled bumper back about 1/2", cleansed skin and put new gauze between patient skin and bumper. Caregiver states patient does not currently have bleeding/drainage coming from area, she is asking if we have tubes that have flat bumpers.